Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had suspended on low. Customer's blood glucose was 485 mg/dl. Customer was advised to stay away from strong magnetic fields. No troubleshooting on high blood glucose. Customer was advised to monitor the issue. Customer will not be returning the device for analysis.